Event description:
A hemodialysis user facility has reported the following incident while inpatient: pt's platelets dropped immediately after temporary switching of dialyzers from a different brand to the 160nre. The pt was on bridge hemodialysis since 2008. Pt had 16 treatments with the previous brand with no platelet related incident. The pt medically required a higher solute clearance and so the patient received a new medical order to be switched to the f160nre. Platelet counts were monitored as per protocol and found the following: platelet count stable between 208-257 measured 8 times over 1 month when on the previous brand. Platelet count post-dialysis decreased from 206 to 118 on day one of f160nre use. Pt was subsequently switched back to the previous brand of dialyzer and kidney transplanted 4 days later. Pt's platelet count rose from 86 to 125 prior to transplant. Also, it is known that heparin was administered while the optiflux 160nre was being used. Reportedly, this pt received an initial bolus of heparin, and then a continuous infusion was given for hemodialysis. The brand of bloodlines, as well as machine has not been provided by this facility. The info above is what the information that this facility has provided on this event and fmc na has not been provided any additional medical info or updates even though attempts have been made. There is no sample for an evaluation.

Manufacturer narrative:
Device history record review: the lot history review did not indicate anything relative to the complaint. Sample analysis: no sample was available for a review. Conclusion: the reported complaint is not confirmed. The facility reported that no sample would be provided for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Several attempts were made in order to receive additional info regarding this event. As a result of those efforts taken, this info was received on 02/19/2009 which now determined the incident to be a reportable event.